Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results that were generated by the access 2 instrument. A patient sample was tested for accu tnl and result of 3.17ng/ml was obtained. The customer retested (in duplicate) the patient original sample for accu tni. The repeated results were: 2.04ng/ml and 1.05ng/ml. The patient original sample was re-tested for accu tni 2nd time; the result was 0.44ng/ml. The erroneous results were not reported out of the lab. No additional information regarding this event was provided by the customer. There was no report of change to patient treatment or patient injury requiring medical intervention that can be connected with this event.

Manufacturer narrative:
Investigation summary (post event): qc was within specifications prior to and after the event. System check performed on 06/26/06 was within specifications. The specimen was collected in a 4ml, plastic tube and centrifuged at 3.500 rpm for 10 minutes. The sample was re-spun after the first run. A field service engineer (fse) was dispatched to the customer lab in 2006. The fse performed diagnostic testing, low level precision study and system check; all results were within specifications. The fse verified that the instrument was operating per established procedures. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.